Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 10 minutes she obtained blood glucose reading of 256 mg/dl and 113 mg/dl on two separate contour next link 2.4 meter. The customer stated that she was experiencing symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 0cpeg15a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The initial report stated that the customer experienced symptoms of hypoglycemia. Based on the clarification received, the customer did not experience any symptoms. (Health effect - clinical code and medical device problem code) have been corrected.

Event description:
The customer from (B)(6) reported that within 10 minutes she obtained blood glucose reading of 256 mg/dl and 113 mg/dl on two separate contour next link 2.4 meters.